Event description:
The customer observed falsely elevated alinity I prolactin results for multiple patients. The samples were sent to another lab with chemiluminescence method, and the results were lower. The following data was provided: patient 1: female alinity I prolactin result = 33.86 ng/ml; another lab¿s result = 22.7 ng/ml. Patient 2: female alinity I prolactin result = 30.39 ng/ml; another lab¿s result = 18.7 ng/ml. Patient 3: female alinity I prolactin result = 13.61 ng/ml; another lab¿s result = 9.4 ng/ml. Patient 4: female alinity I prolactin result = 8.13 ng/ml; another lab¿s result = 6.0 ng/ml. Patient 5: female alinity I prolactin result = 11.28 ng/ml; another lab¿s result = 7.8 ng/ml. Patient 6: female alinity I prolactin result = 34.02 ng/ml; another lab¿s result = 23.0 ng/ml. Patient 7: female alinity I prolactin result = 30.39 ng/ml; another lab¿s result = 18.7 ng/ml. Patient 8: male alinity I prolactin result = 30.7 ng/ml; another lab¿s result = 7.0 ng/ml no impact to patient management was reported.

Manufacturer narrative:
A1 - patient identifier: patient 1, patient 2, patient 3, patient 4, patient 5, patient 6, patient 7, patient 8. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I prolactin results for multiple patients. The samples were sent to another lab with chemiluminescence method, and the results were lower. The following data was provided: patient 1: female alinity I prolactin result = 33.86 ng/ml; another lab¿s result = 22.7 ng/ml patient 2: female alinity I prolactin result = 30.39 ng/ml; another lab¿s result = 18.7 ng/ml patient 3: female alinity I prolactin result = 13.61 ng/ml; another lab¿s result = 9.4 ng/ml patient 4: female alinity I prolactin result = 8.13 ng/ml; another lab¿s result = 6.0 ng/ml patient 5: female alinity I prolactin result = 11.28 ng/ml; another lab¿s result = 7.8 ng/ml patient 6: female alinity I prolactin result = 34.02 ng/ml; another lab¿s result = 23.0 ng/ml patient 7: female alinity I prolactin result = 30.39 ng/ml; another lab¿s result = 18.7 ng/ml patient 8: male alinity I prolactin result = 30.7 ng/ml; another lab¿s result = 7.0 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 53599ud00 and complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. In addition, accuracy testing was completed using panels which mimic patient samples with an in-house retained reagent kit of lot 53599ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on this investigation, no systemic issue or deficiency with the alinity I prolactin reagent, lot number 53599ud00 was identified.